Manufacturer narrative:
The technician replaced the scale/pt positioning monitor board to repair the bed.

Event description:
Info rec'd indicates, the bed is alarming error 2 and the scale is not reading correctly after they were calibrated. The technician found corrosion on the contacts of the scale/pt positioning monitoring board.